Manufacturer narrative:
The complaint device still remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is cause not established.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity of 13% was not as expected as the patient never had a shock. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.